Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-00360; manufacturer report number: 2017865-2020-02186. It was reported that lead noise was observed on the right ventricular lead and right atrial lead. The physician did not suspect a malfunction of the pacemaker. However, the physician decided to explant the pacemaker as a precautionary measure. The right ventricular lead, right atrial lead, and pacemaker were explanted on (B)(6) 2020. The patient was stable post procedure.